Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Patient tested the alert functionality and reported the alerts were functional. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).